Event description:
The user facility reported the dimming function of the subject device did not work well, and the image was dark overall. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service found the brightness adjustment was not working and the image was dark. This report is being submitted for the malfunction found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service found the brightness adjustment was not working. And the image was dark, due to a main circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received from the user facility regarding the reported issues (dimming function not working and the image was dark): the reported issues occurred during a therapeutic transurethral lithotomy [tul] procedure. The procedure was delayed approximately 15-30 minutes, due to replacing the equipment. The device was inspected before use, but they did not notice the darkness on the image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to provide additional information received from the user facility regarding the reported issues. The device history record (DHR) was unable to be reviewed for this device since the device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the brightness control function did not work due to the failure of the main board, and the indicated phenomenon of ¿dimming function not working and the image was dark¿ occurred. In addition, since the device has been used largely exceeding its service life, it is considered that the main board was exhausted and deteriorated over time. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.